Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system referenced is filed under a separate medwatch MFR number.

Event description:
This is filed to report that the deployed clip detached from one leaflet and remained attached to the other leaflet. On 06/08/2016, the initial mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. Challenging anatomy was noted. The first clip (60415u223) was deployed medial, reducing the mr to 2. The second clip (51202u102) was deployed lateral, reducing the mr to <1. On 06/10/2016, the patient was readmitted with dyspnea. Transthoracic echocardiogram (tte) revealed that the medial clip (60415u223) detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The lateral clip (51202u102) detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr grade had increased to 4. The patient was given inotropic medication and evaluated and observed over the weekend. On (B)(6) 2016, the tte was evaluated and there was tissue damage observed on the anterior leaflet. It was determined that no further intervention would be performed based upon the tte results, chance of success, unknown leaflet pathology and reason why both clips had detached. The patient was hospitalized since the index procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of dyspnea, worsening mitral regurgitation (mr) and mitral valve damage (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. The reported tissue damage appears to be related to the clip detaching from the anterior leaflet. The reported worsening mr and dyspnea are likely secondary effects of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.